Event description:
It was reported that, prior implant procedure the subcutaneous implantable cardioverter defibrillator (s-ICD) interrogation was performed before implantation and proceeded to upgrade the newest version, nonetheless, a communication error was recorded. It was attempted three times, but the event persisted; therefore, it was replaced with a new s-ICD. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, prior implant procedure the subcutaneous implantable cardioverter defibrillator (s-ICD) interrogation was performed before implantation and proceeded to upgrade the newest version, nonetheless, a communication error was recorded. It was attempted three times, but the event persisted; therefore, it was replaced with a new s-ICD. No adverse patient effects were reported.